Event description:
Information received from the field does not address the patient's clinical status but notes that due to atrial output occurring at the same time as the intrinsic qrs complex and ventricular output pacing on the t wave, the base rate was programmed to 80 ppm. The previous setting was 60 ppm. A holter monitor showed that since reprogram- ming, pauses of >1200 ms and loss of ventricular sensing were noted. The device was subsequently replaced.